Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator would turn itself back on after 10 minutes of sitting on charge. Reportedly, the unit would intermittently be unable to power down with the power button, and the customer must remove all power from the unit to power down. There was no patient involvement. The customer troubleshot with technical support. The customer was provided part numbers for the front bezel and the user interface board. The investigation is ongoing.